Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during routine generator change, the physician had difficulty engaging the atrial port set screw. The physician picked out pieces of the sealing ring until the screw was exposed and removed. Possible damage to the sealing ring was suspected. The device was replaced. Patient was stable.

Manufacturer narrative:
The reported field event of a set screw anomaly was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found. The damage found was consistent with damages resulting from incorrect torque wrench insertion during the surgical procedure.